Event description:
It was reported that the patient experience incontinence. The physician suspected atrophy of the urethra making the cuff to large. This artificial urinary sphincter was revised. No further patient complications were reported.